Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed that the device was in back-up code b. When the measure key was pressed, a secondary message of back up code a was noted.